Event description:
It was reported that the patient presented for routine device change out due to normal eri. The atrial lead exhibited noise with auto mode switch episodes. No medical intervention or patient symptoms were reported.

Manufacturer narrative:
(B)(4).